Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during a previous device interrogation the clinic noticed that the implantable cardioverter defibrillator (ICD) and another manufacturer's right ventricular (rv) lead exhibited high out of range pacing impedance measurements of greater than 2500 ohms. During the current interrogation it was noted that the impedance measurement was still high at 2351 ohms. Review of the device data found that approximately one month after the previous interrogation there were stored episodes of intermittent oversensing of noise on the atrial and ventricular channels, no noise was seen on the shocking channel. The patient received two inappropriate shocks due to the noise from the ventricular channel. The physician believed the noise to be due to electromagnetic interference (emi). The field representative was unable to reproduce the noise during the in office visit. Boston scientific technical services (ts) was consulted and discussed that noise on both channels often signifies other issues versus emi, however the physician maintained that the noise was likely due to emi as the patient had a procedure on the day the noise episodes were stored. No x-ray or fluoroscopy image was taken at the time in order to determine cause of the out of range impedance measurements. The patient was scheduled for a revision procedure. One week later the patient underwent a device replacement procedure where all three leads were successfully laser extracted. When removing the ICD from the pocket, the header came off of the device. The leads were easily removed from the device using a wrench tool. The patient was implanted with a whole new dual chamber ICD system on the right side. No additional adverse patient effects were reported.